Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 13.2mm vticm5_13.2, -12.00/3.0/093 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2020. The lens tore during injection into patients' eye and was removed. There was patient contact (lens touched the eye) with no patient injury. This resolved the problem. Cause of the event is reported as "the lens was sandwiched between the ftp and the cartridge inner cylinder." Reportedly, "patient experienced postoperative mild inflammation which is commonly seen after eye surgery. There is no health damage." Plan to implant another lens is scheduled. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6- health effect impact code 2645 should be corrected to 2199 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).